Event description:
The customer complained that a patient sample reacted false negative with blood grouping reagent anti-d (rh1) blend in the method immediate spin and at the anti-human-globulin phase.

Manufacturer narrative:
Summary: the complaint of the customer is confirmed. The rh33 of the patient was not identified at the serological testing. We will introduce measurements to enhance the serological typing of such very rare d variants like rh33. There was no risk for the patient's health, because in case of a transfusion, the patient would have been transfused with rh negative blood which would have been completely compatible. Stn#: 125233.